Manufacturer narrative:
This complaint was reviewed and investigated according to the manufacturer¿s policy. Blocks a2-a6: not available from facility. Blocks b6 & b7: not available from facility. Block c: not applicable for this device. Block d4: serial # not applicable for this device. Blocks d6 & d7: not applicable for this device. Blocks d1 & g: address listed reflects the specification developer. Blocks e1 & g2: country is australia. Blocks h3 & h6: the phoenix catheter was not returned for evaluation; thus, no product investigation was performed. Blocks h7, h9 & h10: do not apply to this submission. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
It was reported that a phoenix catheter was used in a peripheral procedure. During use, friction built up on the phoenix catheter and became stuck on the non-philips guidewire; therefore, removed together. A phoenix catheter and guidewire were used to complete the procedure. No patient injury reported. This product problem is being submitted because the phoenix catheter and guidewire were removed as a system. There is potential for harm if it were to recur.